Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier: (B)(4). Product performance engineering reviewed the incident information; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records, complaint history and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a query of the complaint-handling database was performed and identified no other incidents reported for failure to adhere or bond to leaflets. Potential causes for failure to adhere or bond to the leaflets were considered, including manufacturing, patient morphology/pathology and user technique. Failure to adhere or bond to leaflets can be a result of manufacturing anomalies, such as clip actuation issues; however, there is no indication that the manufacture of the device contributed to the reported event. The failure to adhere or bond to leaflets may be influenced by anatomical morphology/pathology, associated comorbidities, and disease state, such as tethering of the leaflets, chordae interaction, or leaflets that are thin / thick, restricted, and prolapsed. The information provided in the case details stated that there was no evidence of leaflet flail, chordal rupture, leaflet prolapse / restriction, abnormally thin / thick leaflets, or any other challenging patient anatomy noted; therefore, there is no indication that patient morphology/pathology contributed to the failure to adhere or bond to leaflets. Factors related to user technique which can influence failure to adhere or bond to leaflets include, but are not limited to, difficulties with leaflet assessment, placing the clip with suboptimal visualization or not following the procedural steps outlined in the instructions for use (IFU); however, there is no indication that user technique contributed to the failure to adhere or bond to leaflets. All available information was investigated, and a definitive cause for the reported failure to adhere or bond to leaflets could not be determined. The reported patient effect of mr (worsening) and dyspnea are listed in the mitraclip system IFU as known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other mitraclip referenced is being filed under a separate medwatch MFR number.

Event description:
This is filed to report that the implanted clip (cds-50428u334) moved on one leaflet which required a second mitraclip procedure for treatment. It was reported that the initial mitraclip procedure was performed on (B)(6) 2015 to treat degenerative mitral regurgitation (mr) with a grade of 3-4. Three clips were implanted and the mr was reduced to <1. On (B)(6) 2015, the patient experienced dyspnea. On (B)(6) , echocardiogram found that the clips were still attached to both leaflets, but the central clip (cds-50416u148) was partially moved on the posterior leaflet. Additionally, the lateral clip (cds-50428u334)was partially moved on the anterior leaflet. The mr had increased to 3-4. On (B)(6) 2015, an additional clip was implanted between the two clips and the mr was reduced to 2. No additional information was provided.